Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no undersensing occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing on atrial tachycardia (at) / atrial fibrillation (af) events and no atrial sensing were noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.